Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the proximal portion measuring 30cm in length was returned for analysis. A fracture of the sensing coil was found close to the crimp sleeve to the connector ring consistent with fatigue. Electrical analysis revealed high sensing resistance due to fractured sensing filars.

Event description:
It was reported that noise was observed on the episodes. Insulation anomaly suspected. Lead was capped and replaced.